Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "rupture and silicone migration" on left side. The device has been explanted.